Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high results. Results unknown. This complaint is being reported because, it is unknown if the results would/would not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.